Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated intermittent failure to capture. It was also reported that high thresholds were noted on the right ventricular (rv) lead. The ipg remains in use. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.